Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump act keypad button is not responsive. Customer's blood glucose was 138 mg/dl at the time of incident. No further information was given.

Manufacturer narrative:
The insulin pump was received with unlock keypad connector. No button error alarm. The insulin pump had minor scratched display window, cracked battery tube threads, broken reservoir tube lip and cracked case at the reservoir tube window corner.